Event description:
It was reported that oversensing was observed with pocket manipulation while closing the pocket at implant. When the device was removed from the pocket, the oversensing could not be reproduced. With device back in the pocket they reported the oversensing had resolved and was not reproducible. The implanting physician was satisfied and closed the pocket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This report is being filed under (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range 03/30/2008 and 03/29/2010. This medwatch report represents 1 of 362 events (event type code malfunction). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.